Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer could not read the display due to crack. The customer¿s blood glucose level was 12 mmol/l. Customer stated that the customer had motorcycle accident and damage was all over the insulin pump. Customer stated that the location of damage was battery and reservoir compartment, belt clip section, insulin pump screen and buttons. The customer reported that the retainer ring was not damaged. The customer was advised to revert the backup plan. Customer was advised to discontinue use of the pump as cracks could cause moisture exposure, and might affect electrical components of the insulin pump and it might cause over delivery or under delivery of insulin. The insulin pump will not be returned for analysis.